Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Patient identifiers for information related to each affected assay: (B)(6). Please refer to the attachment for all patient data. The customer initially tested the sample on their e801 analyzer on (B)(6) 2018. The sample was provided for investigation, where it was tested on a second e801 analyzer, a cobas 8000 e 602 module (e602), and a cobas e 411 immunoassay analyzer (e411) on (B)(6) 2018. The sample was also repeated on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was asked for, but not provided. The serial number of the e801 analyzer used for investigation was (B)(4). Tsh reagent lot number 283556, with an expiration date of 28-feb-2019 was used on this analyzer. The serial number of the e602 analyzer used for investigation was (B)(4). Tsh reagent lot number 291617, with an expiration date of 31-aug-2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). Tsh reagent lot number 328081, with an expiration date of 31-dec-2018 was used on this analyzer.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue can most likely be excluded.